Event description:
Pt cardiac monitoring alarm was apparently not turned on and pt cardiac rhythm was found to be in asystole from the cardiac monitor terminal. Cardiac resuscitation was immediately called @1943. Based on retrospective review. It was determined that the asystole had begun at @1933.